Manufacturer narrative:
No heat was noted to the insulin pump. All operating currents were within specification and the insulin pump passed the displacement test and the self test. The insulin pump had intermittent down arrow button response due to a corroded keyad trace. No moisture damage was noted to the electronic assembly or motor assembly. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had a keypad anomaly. The customer's blood glucose was 199 mg/dl. She observed condensation inside the screen. She stated that she had been mowing the lawn with the insulin pump on her. She stated that it was a hot day and she was sweating. She stated that when she went to bolus, the numbers kept scrolling up and down. She noted that the insulin pump may have gotten overheated while she was outside. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.